Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far r wave oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was made, and the patient was in stable condition.